Manufacturer narrative:
(B)(4) service rep assisted the customer with resetting the system and clearing the error logs, resolving the issue.

Event description:
Customer reported the panorama central station lost communications with the panorama telepack, which may have resulted in a loss of telemetry monitoring. No patient injury was reported.